Event description:
It was reported that the customer was noted to run the zimmer air dermatome at a speed higher than IFU recommends, and that it was noted that there was abrased ares on the 4" width plate. The surgeon prefers to run the dermatome at 160 psi, using sound to set the pressure for operation. The surgeon said there was black stuff, blake like specks on the harvested graft. The surgeon feels there is coating rubbing off the head and the 4" width plate. Additional clinical follow up with the customer indicated that the hospital was using a non-zimmer repair service for previous repairs.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device is 21 years old and has never been returned for repair. The inspection found that the head and control bar were both damaged. One and four inch width plates were also damaged. Unit was out of calibration. Unable to determine a cause of the reported complaint. Unit has been sent to third party for repair previously which may have contributed to observed incident. This is a re-usable device, subject to normal wear and tear. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.